Event description:
It was reported that while performing an atrial flutter (afl) the patient's blood pressure dropped in the middle of the case. The echo confirmed that there was a perforation. A pericardiocentesis was performed and over 1200 cc of fluid was removed. A plasma auto transfusion was also administered. The patient was stabilized and admitted for observation. They were burning at 35 watts and 15 cc/min flow rate. Upon request, the bwi field representative provided details on the event. The physician didn't notice any abnormal signs and act was maintained between 300 - 350. This issue occurred during ablation. The patient received 12 ablations prior to the event. The stockert 70 system was set to "power control" mode at 35 watts. The temperature cut off setting was 40 celsius. There was no difficulty in manipulating the catheter. The patient's updated health status is that she is currently in stable condition. The physician's opinion regarding the causality of the perforation/tamponade is he is uncertain of catheter versus anticoagulation. Also the bwi field representative was notified during this incident that this patient had a previous ablation in (B)(6) 2012 in which the patient had a perforation then as well. The patient had a cryo ablation catheter in the left atrium and then a thermocool catheter in the right isthmus, converted to 10mm ept catheter and perforated. Per the bwi field representative, she only learned of this incident last week as she had been out on leave. This incident will be processed and reported accordingly by bwi.

Manufacturer narrative:
(B)(4). It was reported that while performing an atrial flutter (afl) the patient's blood pressure dropped in the middle of the case. The echo confirmed that there was a perforation. A pericardiocentesis was performed and over 1200 cc of fluid was removed. A plasma auto transfusion was also administered. The patient was stabilized and admitted for observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical, temperature and generator functionality and it passed. In addition, the patency flow and deflection tests were performed and found within specification. Since no lot number was provided, no device history record review could be performed. The customer complaint cannot be confirmed.

Manufacturer narrative:
Concomitant products: product: carto 3 system, mfg: m-4800-01, serial #: (B)(4). Product: stockert 70 system, mfg: m-5463-01, serial #: (B)(4). Product: cool flow pump,u.s. Ship kit, mfg: m-5491-02, serial #: (B)(4). Product: reprocessed - lasso catheter. Product: reprocessed - ez steer coronary sinus catheter, lot #: (lot#1351825). (B)(4).